Manufacturer narrative:
Customer (person): street: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like fiber was discovered inside of the inner sterile packaging of a rosch-uchida transjugular liver access set in the receiving stage of the user facility. The device did not make patient contact.

Manufacturer narrative:
Investigation ¿ evaluation: a representative of sinopharm medical(fujian)trading dev co (china) informed cook on 02jun2022 of an issue with a rosch-uchida transjugular liver access set (rpn: rups-100: lot #:14463181). The customer stated a hair was found inside the sterilization packaging. This issue was discovered during the receiving stage at the user facility. The device did not make patient contact. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One sealed device was received. A hair was noticed inside the sealed package. As the device was returned sealed with foreign matter in the packaging, it was concluded the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook reviewed DHR for lot 14463181. There are no additional complaints for this lot. There is a nonconformance for product contacting uncontrolled surface. All nonconforming product has been scrapped before further production. There is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [t_rups_rev4] ¿rosch-uchida transjugular liver access set,¿ provides the following information to the user related to the reported failure mode: ¿how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be manufacturing and quality control deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.